Event description:
It was reported difficulty was encountered advancing this biliary stent across an iliac artery lesion. Manipulation of this system resulted in an inability to remove the system without deploying the stent. Subsequently, the stent was deployed. Upon deployment, it was noted the artery had been incorrectly sized and an inappropriately sized stent had been placed. Another mfrs stent was placed. Continuation of the procedure involved dilitation of a lesion distal to the stent. During this portion of the procedure, the pts artery dissected and the pt went into cardiac arrest. The pt was successfully resuscitated and discharged the following day. This device remains implanted. Therefore, no failure analysis will be available. This device was used in a non-indicated procedure, iliac stent placement and an inappropriate size stent was placed. It was indicated the pts anatomy was tortuous, which may have contributed to the difficulty deploying this stent and removing the carrier system. F/u did not reveal the cause for the pts cardiac arrest, however, co was informed the pts intravenous line was not maintained throughout the procedure. Cos direction for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary system is indicated for use in treatment of biliary structural produced by malignant neoplasms."